Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed, and the system will not recognize the footswitch. The event occurred prior to cases beginning. They tried different footswitches and were unable to clear the system message displayed. The surgical schedule was adjusted from running 3 operating rooms to 2 operating rooms. This slowed down the schedule for a few hours. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The footswitch pcb was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The footswitch pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).